Event description:
A malfunction alarm labeled as "malf 12" was reported, which led to the customer's blood glucose level rising above 600 mg/dl. The customer addressed the high blood glucose by performing a correction injection via multiple daily injections (mdi) and did not require assistance from any third party. Customer support provided instructions for resetting the pump but the call was disconnected during the attempt, prompting a callback effort.